Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time of 19.7 seconds and a monitoring voltage of 2.57 volts. This device is part of the mid-life display of replacement indicators advisory. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was explanted 53 days later for normal battery depletion. No adverse patient effects were reported as a result of the explant procedure.